Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on proper button use and assisted with removing the pump from its case, but the button remained difficult to press. As a result, a replacement pump was issued, and the customer was advised on returning the problematic pump. The replacement pump with updated software was sent without requiring a delivery signature, and the customer was informed about storage mode instructions and available training.